Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. Hypopyon was confirmed and a vitrectomy and anterior wash out were performed. The lens remains implanted. Clinical judgement is considered to be infectious.

Manufacturer narrative:
Product evaluation: two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided indicating that the symptoms recovered. The surgeon is not willing to provided the results of the bacteriological test or the slit lamp photos.